Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analayzed, and the distal conductor was distorted. It was noted that the distal conductor was fractured due to overstress, the inner insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, the outer insulation was breached cut, there was blood in/on the helix mechanism, there was apparent explant damage, there was a non-electrical miscellaneous finding on the tip electrode and the lead was stretched. It was also noted by the analyst that the lead was returned with the guide tooth damaged.

Event description:
It was reported that several hours after implant the lead failed to sense and had low impedance less than 200 ohms. While in the electrophysiology lab the helix would not retract and stylet would not insert. The lead was explanted and replaced. No further complications with the patient were reported as a result of this event.